Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the ventricular oversensing was noted on the right ventricular lead. The pace sense portion of the lead was removed. Blood was also noted in the header and it was flushed out. After the flusing no oversensing was detected. The device and lead are still in use. No patient complications have been reported as a result of this event.